Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device was not available for evaluation. The device was subsequently received. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted a wire is positioned through a totally occluded diagonal branch. A balloon is positioned in the proximal diagonal. The next run shows poor flow through the diagonal with a tight stenosis in the proximal section. Two runs show balloon markers in the proximal diagonal (no inflations are imaged). A stent is shown in the diagonal. The stent is centered between the balloon markers. There are two balloon markers shown in the diagonal (no stent). There is no flow beyond the proximal marker. Final images are of the right iliac and femur. There is a suggestion (slight radiopacity) in the area of the iliac that may be a dislodged stent. The reviewer concluded that the final images suggest that there is a dislodged stent in the iliac. No cause for the stent delivery system (sds) failure to inflate can be confirmed by the images. It would have been of assistance if the balloon inflations were imaged in order to identify whether there any significant waists visible. Analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The balloon was loosely folded and separated from the outer member at the proximal balloon seal and pushed distally so that it was folded over itself. The material was stretched and jagged at the separation which suggests that the separation may be related to tensile overload (material stress/fatigue). Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was balloon peeling on the proximal balloon taper. The inability to deploy the stent can be affected by numerous factors including, but not limited to, insufficient crimping during manufacturing, incorrect position of the stent on the balloon, balloon entrapment (sticking), a balloon pinhole or rupture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, product size selection, contrast dilution and accessory device support. The patients vessel was reportedly heavily calcified and totally occluded, which may have contributed to the reported difficulty. It is possible the anatomy narrowed the inflation lumen, contributing to the inability to deploy the stent; however this could not be confirmed. Additionally, as an attempt was made to deploy the stent, positive pressure applied to the stent would have then slightly expanded the stent, therefore making the stent become loose on the balloon as the stent was unable to be fully deployed. Further interaction of the loose stent with the guiding catheter during retraction would have contributed to the reported resistance, stent ultimately dislodging from the balloon and the noted balloon separating and folding over itself and balloon peeling. The dislodged stent was not retrieved from the patient anatomy. It was reported that as resistance was encountered during removal of the sds, the guide catheter was removed separately. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. A review of the product manufacturing record did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulty could not be determined; however there is no indication of a product quality deficiency. All stent delivery systems are visually inspected and leak tested prior to packaging; all stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify rated burst pressure and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of a predilated myocardial infarct patient with a heavily calcified, moderately tortuous, totally occluded mid diagonal lesion, the multilink vision balloon was inflated 3 separate attempts but the stent could not expand. It was noted that the stent was loose on the balloon. The stent delivery system (sds) was being retracted; however, it met resistance with the guide catheter. The guide catheter was removed separately from the anatomy. During removal of the sds, the stent implant dislodged from the balloon in the external iliac artery. The stent remains in the anatomy. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ptgraphix; guide cath: bl 3.5 6fr; sheath: 6fr. The inability to deploy the stent can be affected by numerous factors including, but not limited to, insufficient crimping during manufacturing, incorrect position of the stent on the balloon, balloon entrapment (sticking), a balloon pinhole or rupture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, product size selection, contrast dilution and accessory device support. The patient anatomy was reportedly heavily calcified and totally occluded, which may have contributed to the reported difficulties. It is possible the anatomy narrowed the inflation lumen, contributing to the inability to deploy the stent; however this could not be confirmed. Additionally, as an attempt was made to deploy the stent, positive pressure applied to the stent would have then slightly expanded the stent potentially making the stent become loose on the balloon as the stent was unable to be fully deployed. Further interaction of the loose stent with the guiding catheter during retraction would have contributed to the reported resistance and the stent ultimately dislodging from the balloon. The dislodged stent was not retrieved from the patient anatomy. It was reported that as resistance was encountered during removal of the stent delivery system (sds), the guide catheter was removed separately. It should be noted the instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and the delivery system components. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation, deployed stent outer diameter and uniformity of expansion.